Manufacturer narrative:
Pump was monitored for 24hrs and no low battery alert noted. All operating currents are within specs. The insulin pump passed self-test and displacement test. No button error alarm noted. All buttons functioned properly; however unit had corroded keypad traces. The insulin pump had cracked lcd window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the customer had a battery error after turning the insulin pump off and on. The customer's blood glucose was 75 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.